Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse reported the patient is deceased. It was also reported the patient "had five heart attacks, its never gone off, and at times the patient could not breath." A request for additional information was made and it was learned the cause of death was listed as coronary artery disease and the patient died while sleeping.